Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that one hl20 pump displayed the error message ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2026-02-23. The failure could not be reproduced. As a preventive measure the belt tension was adjusted. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure could not be reproduced. However the failure can be linked to the following most possible root causes according to the hl 20 risk assessment: arterial pump doesn´t start, unintended stopped or slowed down because of e.g.: - component defective - communication error the review of the non-conformities has been performed on 2026-02-20 for the period of 2006-10-03 to 2026-02-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2006-10-03. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message runaway" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2006. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that one hl20 pump displayed the error message ¿runaway¿. The instance of time was not provided. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).